Event description:
A report was received that a pt was experiencing discomfort at the pocket site, due to the position of the pocket which is at the pants line. The physician plans to relocate the pocket to a more comfortable position.